Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned. Analysis was performed and no anomalies were found. However, the mechanical operation of the catheter shaft was bent. The mechanical operation of the balloon catheter was analyzed. The catheter was received with the shaft coiled within the pouch. The catheter was received with what appears to be dried contrast media in the balloon port and the media port of the catheter. The catheter was received with several kinks throughout the shaft of the catheter. A cougar xt 0.014 inch guidewire was inserted into the entire length of the catheter through the contrast media port with only a slight resistance encountered. The guidewire could not be inserted through the balloon port due to the sharp angle of the port to the shaft of the catheter. The balloon was observed to be mostly missing from the distal end of the catheter with only minor remnants of the balloon remaining. Blood was observed on the distal end of the catheter. (B)(4).

Event description:
It was reported that during an implant procedure, a balloon catheter was introduced into the patient, the balloon was inflated and a venogram was obtained. The balloon was deflated and repositioned and inflated again. When it was time to remove the catheter, the catheter would not move. Fluoroscopy confirmed that the balloon was not deflated. The physician attempted numerous times to deflate the balloon with positive traction and pulling back on the syringe to create negative pressure on the balloon. A 10 cc syringe was utilized to create more negative pressure but the balloon still would not deflate. Finally, the physician pulled hard on the proximal end of the catheter and it came out. Upon inspection, it was noted that the balloon had been sheared off in the patient. The patient was monitored during the rest of the procedure and experienced no negative effects. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: visual analysis indicated that the catheter was damaged during use.